Manufacturer narrative:
An investigation is currently underway,upon completion the results will be forwarded.

Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with an insulin syringe. The customer reports "one needle came out and there were 5 others that would not draw anything up."